Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced during the procedure on (B)(6) 2019. The device estimated longevity was 2.5 years, generator malfunction was suspected. The patient was stable. Related manufacturer report: 2017865-2020-00071.

Manufacturer narrative:
A partial lead was returned in one piece measuring 12.4 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information noted that thrombosis, edema and low grade fever were noted the day after explant procedure. The patient remained in the hospital from (B)(6) 2019 to (B)(6) 2019. The thrombosis and edema showed slow improvement with medication. The patient was discharged on (B)(6) 2019.

Event description:
New information noted that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2018. Upon interrogation of the device, increased sensing threshold and impedance were noted since (B)(6) 2018. The patient presented for follow-up on (B)(6) 2019. The physician suspected a full lead fracture was imminent. Lead extraction was discussed.